Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 18 mmol/l at the time of incident. The customer stated that the motor error alarm was unable to be cleared due to keypad anomaly. The customer stated that the insulin pump was not exposed to high magnetic field. The customer also stated that they already revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no damage in keypad assembly also, inspected the lcd connector and no unlocked connector noted. All buttons functioned properly. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm during testing noted. The motor passed motor test. However, the insulin pump was received with cracked reservoir tube lip, minor scratched display window.